Event description:
It was reported that the customer went to the emergency room on (B)(6) 2025 with a low blood glucose level between 30 to 40 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Customer was treated with intravenous fluids of saline. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support performed a system check and pump is functioning as intended.